Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the user's symptoms could not be confirmed. Investigation is ongoing; therefore, system functionality cannot be verified at this time. However, this event is not being reported to the FDA as a device malfunction as the user remains ongoing on their twiist pump and exchanged their infusion site to address their elevated glucose. ICU medical's cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by (B)(6), on 20-jan-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported a fingerstick blood glucose value of 437 mg/dl. The user had changed their twiist cassette and cleo 90 infusion set approximately 20 minutes prior to obtaining the elevated glucose reading and had eaten rice, chicken, and noodles. The user reported having a headache and trace ketones but declined needing emergency services. The user changed their cleo 90 infusion site to address the elevated glucose. The user remains ongoing on the twiist automated insulin delivery system.

Event description:
An initial event notification was received by sequel med tech, llc, on 20-jan-2026 and forwarded to millyard advanced medical products, llc, on the same day. The user reported a fingerstick blood glucose value of 437 mg/dl. The user had changed their twiist cassette and cleo 90 infusion set approximately 20 minutes prior to obtaining the elevated glucose reading and had eaten rice, chicken, and noodles. The user reported having a headache and trace ketones but declined needing emergency services. The user changed their cleo 90 infusion site to address the elevated glucose. The user remains ongoing on the twiist automated insulin delivery system. Additional information was forwarded to millyard advanced medical products, llc, on 26-feb-2026 from sequel med tech, llc, clarifying that the first time the user changed their cleo 90 infusion site, they did not change the cleo 90 tubing or the twiist cassette. The user confirmed that they performed a second cleo 90 infusion site change that ultimately resolved their high glucose levels. The user did not use exogenous insulin.

Manufacturer narrative:
Follow-up to MDR 3016798778-2026-00030, submitted on 19-feb-2026. This submission includes results obtained through the investigation of log data completed by millyard advanced medical products, llc, on 31-mar-2026, as well as a correction and additional information received by sequel med tech, llc. Device evaluation analysis of log data from 20-jan-2026 confirmed that the twiist automated insulin delivery (aid) system functioned as intended. Log data shows that the twiist pump adjusted the basal rate of insulin delivery as expected in response to input from the user's abbott freestyle libre 3 plus continuous glucose monitor (cgm). It was also confirmed that the delivered volumes of insulin accurately matched the owed volumes. A correlation between the twiist aid system and the reported event could not be confirmed. The codes in section h6, adverse event problem, were updated to reflect that no device problem was found. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery system user guide provides information about system alarms and the recommended actions associated with them. This guide also instructs users to have a backup insulin therapy available at all times. ICU medical's cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. Correction section h8, usage of device, was changed to initial use of device. Additional information additional information was added to section b5, describe event or problem, confirming that the user's elevated glucose resolved following a cleo 90 infusion site change.